Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator will not ventilate and could not be shut off. The customer reported the device was in use, but there was no patient harm.